Event description:
Pt underwent initial hip revision on 6/17/1997, and a second revision was performed sometime in 8/1997.

Manufacturer narrative:
Jjpi is unable to conduct an investigation as the device was not returned to jjpi for eval and catalog and lot numbers have not been made available. This product complaint is considered closed but will be reopened if or when the device is returned and/or product info is provided.